Event description:
It was reported that the pump was not far enough in the pocket and that it was flipping, and that the catheter pulled loose. Reporter described having had csf (cerebrospinal fluid) build up and a huge bubble in patient¿s back. It was further stated that one day they pulled all liquid out and 5 hours later it had filled back up. The pump was explanted and a new one (device details not provided) was implanted in a different place, ¿tighter in pocket and made sure pocket was functioning¿. Patient had been dealing with this since 2012 and it took several months after new implant to get levels almost right. Drug delivered via the pump at the time was not stated.

Manufacturer narrative:
Concomitant medical product: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).